Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she had a bladder prolapse surgery to have her bladder lifted back up. She had her stimulator turned off during the procedure and turned it back on afterwards but ever since then she has had the new symptoms of urinary retention. She could not fully empty her bladder and has had to sit there for a while to try and empty it. She contacted her physician and she recommended the patient call patient services to ask if there was a program we recommend. The patient was not sure if she accidentally changed the program when she turned therapy back on again after surgery because she was pretty out of it. The patient has already gone through all 4 programs trying each for a couple days, and she was also wondering if retention could occur if amplitude was too high. Reviewed amplitude should be increased to a point where it was comfortable. No further complications were reported or are anticipated.